Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The physician was treating an abdominal aortic aneurysm. The vessel was moderately tortuous. The eql/27/7/2/100 balloon was used for post dilation. The balloon was inflated with 20mm of liquid using a 20ml syringe. During inflation, the balloon ruptured. The procedure was completed with another of the same device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
(B)(6). Visual and microscopic analysis revealed that balloon had ruptured. There was blood both on the inside and outside of the catheter. The balloon was found to be ruptured and a piece of the balloon was missing. There was no other damage to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is considered user error as the balloon was inflated above the recommended volume. (B)(4).